Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that keypad on their device is completely detached from the device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. It was confirmed by the customer that issue was due to user misuse. The customer replaced keypad with part from their own stock. The reported issue was unable to be verified and unable to be duplicated. A cause of the reported issue was user error.

Event description:
A customer contacted physio-control to report that keypad on their device is completely detached from the device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.